Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 30 mm. It was noted that the deployment suture thread was broken at 630 mm from the point of release from the stent. The proximal end of the deployment thread with pulling was not returned for analysis. During analysis it was possible to retract the remaining attached deployment thread and fully deploy the stent without issues. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported issue of stent partially deployed. (B)(4) relates to (B)(4) for the reported issue of suture broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a tracheal stenting procedure on (B)(6) 2010. According to the complainant, the patient had a 3.5 cm tracheal tumor as a result of lung cancer. The anatomy was not tortuous; however predilatation was performed prior to the procedure. During the procedure, the stent was placed at the stricture location; however as the deployment suture was pulled, the catheter bowed and the stent partially deployed, and then the suture broke. As a result, the stent was unable to be implanted. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a tracheal stenting procedure on (B)(6), 2010. According to the complainant, the patient had a 3.5 cm tracheal tumor as a result of lung cancer. The anatomy was not tortuous; however predilatation was performed prior to the procedure. During the procedure, the stent was placed at the stricture location; however as the deployment suture was pulled, the catheter bowed and the stent partially deployed, and then the suture broke. As a result, the stent was unable to be implanted. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.